Event description:
The customer reported an issue with a single-use lead set that was being used on a patient post-op day (pod) 5. They stated that the waveform was easily distinguished as non-lethal. Additional information received on 05may2026 stated that the erroneous reading had happened several times over the course of the night for short periods. The reporter was unsure if it alarmed for vtach. She stated that it is quite possible that they were alarming for vtach at one point or another, but the leads were replaced based on clearly inaccurate tracings. It was also stated that since they were intermittently reading normal sinus rhythm, and the patient was very clearly not in any distress, they did not require a full EKG.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.